Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient used to charge about every 3 to 4 days and for the past 2 to 4 months the patient has had to charge every day and the ins does not charge all the way full. The patient feels like when they do a lot of walking the charge level goes down faster. Last night, the ins showed full and today the charge went down half. The patient has had feet tingling since the neuropathy started and also takes medicine.